Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 300 mg/dl. The customer was hospitalized due to the high bg. The cause of the high bg was not known. No additional information was provided.